Manufacturer narrative:
The device has been returned for evaluation; however, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted.